Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the amia automated pd cycler set was damaged; further described "cracked in between the two eggs". This was noticed before use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.